Event description:
It was reported that (2) er320 were used during a lap chole procedure. It was reported by the rep that the first clip misfired, all remaining clips moved out of the jaws halfway and then would not form. Another device was used to complete the case. There was no consequence to pt.